Manufacturer narrative:
The biomedical engineer (bme) reported on 08/23 that the central nurse's station (cns) was stuck in a boot loop. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported on 08/23 that the central nurse's station (cns) was stuck in a boot loop. No patient harm was reported.